Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that irrigation tubing was crushed, low infusion pressure from the tube and lack of flow of the balanced salt solution, and pressure in the eye was not maintained adequately during cataract surgery. The surgery was completed on the same day after replacing the cassette with another one. No patient harm was reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The irrigation tubing was reported to be crushed and pressure in the eye was not maintained. A sample was not returned; however, a photo was provided. The photo confirms the crushed tubing which is consistent with the tubing being caught in the seal of the tray. Although a picture of the tray was not provided, the photo of the tubing shows adhesive from the tray. The root cause of the customer's complaint is related to the shifting of the tubing in the tray. During production, the tubing is placed by the assembler in the tray. The tray then advances forward into the sealer and can shift and the tubing can become sealed between the tyvek and tray resulting in the customer¿s experience. Action will not be taken for this occurrence. A person is stationed after paks are sealed to visually screen for sealing issues to prevent this type of observed issue. Quality inspection points after the sealing process are in place to mitigate reoccurrence of this issue. Based on our current tracking and after an investigation of this complaint and analysis of complaints of this nature, confirm no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).